Event description:
Information was received from a patient regarding an external device. The reason for call was patient was not able to charge the implanted neurostimulator. The controller charged to 100% no problem. Up until a day or so ago it would charge up on a small percentage, by 20-30%. Patient noticed the end of recharger paddle and the relay box were getting hot. Pt's spouse touched it and noticed it was hot as well. Last night and today patient could not charge at all. It kept saying it could not find the device. The issue started pt would say 4-5 days ago. An email was sent to repair to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.